Event description:
It was reported that pump housing around usb charging area was cracked with a missing screw, causing screen discoloration and loss of watertight integrity, although charging function remained unaffected and caller was unsure how damage occurred. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump for insulin delivery with plans to use alternate method if needed, while technical support arranged a warranty replacement pump, confirmed shipping details, provided storage mode and return instructions, advised on programming pump settings and reconnecting continuous glucose monitor to replacement pump, and instructed customer to return damaged pump within 10 days to avoid being billed.